Manufacturer narrative:
(B)(4). Insulin pump alarmed pump error during the rewind due to corroded motor home switch. Unable to perform displacement, rewind, seating, basic occlusion, force sensor, occlusion due to pump error.

Event description:
Information received by medtronic indicated that their insulin pump had trace pointers are invalid alarm. Customer was able to clear alarm and able to complete rewind the insulin pump. Customer stated the insulin pump was exposed to a high magnetic field. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.